Event description:
The clinician reports, that the implant was inserted (B)(6) 2017 in ada 30 of the patient's mouth. On (B)(6) 2017, fracture of the implant was verified. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.